Manufacturer narrative:
Batch review performed on 11-dec-2025. Screws: mpact 01.32.6525 cancellous bone screw, flat head d 6,5 l 25 (k103721) lot. 2218814: (B)(4) items manufactured and released on 07-sep-2022 expiration date: 2027-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.32.6525 cancellous bone screw, flat head d 6,5 l 25 (k103721) lot. 2212605: (B)(4) items manufactured and released on 23-jun-2022 expiration date: 2027-06-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department. Almost 3 years after primary cementless tha on a lady patient, a screw protruding beyond the medial acetabular wall gives irritation and needs to be removed. The cause of irritation is exclusively the wrong position of the screw at index surgery (reasons unknown) and should not be ascribed to a malfunctioning or defective device. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 years and 9 months from primary the patient reported pain, perforation of the pelvic wall from one of the screw was identified. The screw was irritating the psoas muscle and nerve. It is unknown which of the two screws was protruding. Surgeon revised the screws, head and liner. Surgery was completed successfully.